Event description:
New information states that no intervention was performed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that the device exhibited diagnostic issue. Low heart rate was noted. The capture test continued for 10 min. Poor telemetry was suspected. The issue was not resolved. No patient symptoms were reported.